Event description:
It was reported that the bd pyxis¿ medstation¿ es device drawer was not detected on the bus. The customer attempted to resolve the issue by rebooting the system, and tried to recover storage space. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) found bus cable drawer connection had come unseated. So, the fse reseated bus cable connection. After that all relevant tests passed in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.